Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While taking off strike plate piece of impaction handle broke off. Case type: tha. Update: patient was under anesthesia. Were any debris/components left inside of the patient? "No". Were any components of the device missing or disassembled when the issue occurred? "No".

Manufacturer narrative:
Reported event: it was reported that ¿while taking off strike plate piece of impaction handle broke off¿. Product evaluation and results: visual inspection visual inspection of the provided photos conform crack/fracture of the rio®shell impact-offset-trident pst device. Dimensional inspection, functional inspection and material analysis was not completed as the device was unavailable for for evaluation. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no 32884 and accepted into final stock on 07/07/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209830, lot number 32884, shows 02 additional complaints related to the failure in this investigation. Complaint investigation(s) (B)(4). Conclusions: the failure was conformed through visual inspection of the provided photos. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event.

Event description:
While taking off strike plate piece of impaction handle broke off. Case type: tha. Update: patient was under anesthesia. Were any debris/components left inside of the patient? "No". Were any components of the device missing or disassembled when the issue occurred? "No".